Event description:
Reportable upon analysis completed on 22may2023. It was reported that the catheter had kinked. A 7fr wolf arterial thrombectomy catheter was selected for use. Left femoral access was obtained and a guide sheath was inserted over the bifurcation into the right common femoral artery. A 7fr wolf arterial thrombectomy catheter was advanced. Upon ingesting the clot using a pin and pull method, resistance was observed. After the sleeve had captured the clot, the inner catheter was attempted to be removed. However, during removal the shaft snapped in half. The entire device was successfully removed. A second device, same model, was selected for use. The remaining clot was successfully removed using this catheter. Upon removal, it was observed the catheter was kinked. The procedure was completed. There were no patient complications. However, device analysis revealed a fracture at the kinked area on the catheter.

Manufacturer narrative:
Device eval by MFR: the 7fr wolf device and two reload sleeves were returned for analysis. Visual inspection of the wolf device found that the catheter was kinked and breaking at 104cm from the strain relief. The sleeve shaft also showed kinking at 124cm from the black pull knob. The reload sleeves were unused. The catheter started breaking at the kink point during the product analysis. The reported event of kinking of the catheter was confirmed, and additionally it was found that the catheter was breaking at the kink.